Event description:
This lead had multiple episodes of noise. The physician used laser extraction and removed this lead. The ICD was replaced at the same time due to eri. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.